Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the data file and correcting information submitted on the initial medwatch report. Please reference section b5. This report was inadvertently submitted. Reports of this nature have no potential for clinical impact. The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did not show evidence related to the customer's report. No "pads on" message was registered in the log, which indicates that the user did not connect pads to the patient and was monitoring from leads. In the log also observed that the user was able to acquire 12-lead data without any issues. The device recorded ECG lead faults, and ECG multi-lead faults a couple of times. These errors do not indicate the device malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via monitoring leads.